Event description:
I wear a dexcom g7 continuous glucose monitor (cgm). I inserted a new sensor/transmitter that needs to be "paired" with my tandem insulin pump and my dexcom app on my cellphone. I received an error that it could not pair. I called dexcom up and after giving them the required information they said I needed to insert another 2nd new sensor/transmitter. The 2nd one also would not pair. In addition to the serial numbers, dexcom asked for the lot numbers for both the sensors, which were the same. They suggested I try inserting a 3rd sensor with a different lot number. The 3rd sensor paired. Dexcom replaced the 2 sensors that didn't pair and asked me to return the 2 failed sensors to them for testing in a return kit that they sent to me. I asked dexcom to replace 5 additional unopened sensors that I had in my possession since they had the same lot numbers as ones that wouldn't pair. I was told that they could only be replaced after I inserted them and if they wouldn't pair. I explained that this was the third time within a month that the sensors would not pair. I have been wearing the dexcom for many years and just started having this problem. These sensors are rather important since they help regulate my blood sugar and alert me if my sugar is out of range. The alerts also wake me up if my sugar drops too low before I have a nocturnal reaction & pass out. Many but the dexcom g7 sensor/transmitter is the only prescription I have experienced a problem with that needs to be reported. Lot number 1824108002 and expiration date: 25-sep-2025. Ref report: mw5162210.